Event description:
It was reported the implantable neurostimulator was implanted after its expiration date. No further information was reported.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).